Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On 12/13/2023, the cgm display device showed an estimated glucose value (egv) of low while the patient was at school. It was not documented whether the patient experienced symptoms at that time. It was not documented whether the bg was checked at that time. The teacher gave the patient juice, but the egv still showed low. An unspecified time after treatment, finger stick was taken and the value was 220 mgdl. The patient was sent to emergency by her mother at around 1400. She was given ibuprofen 150 mg and tylenol 240 mg because she was feeling sick. She was also given IV fluid in the emergency. The patient was released from the hospital at around 1900 the same day. The sensor was discarded in the emergency department (ed). At the time of the report, the patient was resting with euglycemic bg, but still sick. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.